Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "t2 tibial aiming device has play in the fixation to the metal post. Aiming with sleeve at holes in the nail impaired." How was the issue solved? Free-hand-technique with careful usage.

Event description:
As reported: "t2 tibial aiming device has play in the fixation to the metal post. Aiming with sleeve at holes in the nail impaired." How was the issue solved? Free-hand-technique with carful usage.

Manufacturer narrative:
Correction: please refer to section d4 lot#. The reported event could not be confirmed since the device was returned for evaluation and found to be functional, as no play was observed in the testing. The returned targeting arm was received and visually inspected, revealing slight scratches and usage marks on the device. A functional inspection was conducted with the returned targeting arm, sample nail sleeve, and drill, during which the device was found to be functional. The drill could easily be moved to the desired hole without contacting the nail surface. Also, while inserting the insert into the carbon fiber, no play was observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed user related, as in the functional inspection device was found to be functional. If any additional information is provided, the investigation will be reassessed.